Event description:
It was reported the patient was no longer able to establish communication between the ipg and external devices (patient programmer and charging system). The patient subsequently lost stimulation. It was noted the patient had not charged the ipg for approximately nine months. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.